Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump kept giving them a no delivery alarm. Troubleshooting was performed. It was explained that there may be possible site related issue or sit and set occlusion. The customer changed the infusion set and rewound the insulin pump. The caller reported that the customer¿s blood glucose level was high. The meter was saying that it was over 600 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no low battery alert noted. (B)(4).